Manufacturer narrative:
Device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years and 10 months.  The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient was admitted on (B)(6) 2017 after complaint of alarms with position changes. System controller history interrogation revealed multiple pump off alarms. Technical service reviewed the log file submitted which confirmed pump stoppages while the lvad system was connected to a grounded power module patient cable. The patient was listed status 1a for transplant, and received heart transplant on (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
The report of low-speed and pump stoppage events can be confirmed based on the submitted log file. The log file contained approximately 21 days of events, recorded from (B)(6) 2017. There were three incidents of speed reductions to 0 rpm recorded on (B)(6) 2017. The associated voltage levels indicated that the events occurred while the system was powered by a power module. Specific root causes for the atypical events recorded in the log file were not able to be determined due to the device not being available for evaluation. No further information was provided. The manufacturer is closing the file on this event.